Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips fired from an er320 formed incorrectly. The clips scissored and were removed. Another er320 was used to complete the case. There was no consequence to the pt.